Event description:
Pump worked fine for a week, then despite being connected to mains and charged, pump alarmed low battery and when put back to run, alarmed dose when only half the feed had gone in. Approx 750 mls out of the set dose 1500 mls. Pt only had half the due feed.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required info from the source.